Event description:
The patient experienced a loss of therapeutic effect. The stimulation was not as good as before 2 weeks ago. Reprogramming the ins has been tried with moderate success. The patient started physical therapy about 2 weeks ago but he was working on arms and legs not the neck which was where the leads were implanted. The impedances were greater than 3,600 ohms on all 15 contacts. The patient¿s settings were: : a1=361 ohms, 5.163ma, guarded cathode at 6; a2=372 ohms, .805 ma, guared cathode at 5 a3 528 ohms, current not provided., 10+, 11- (?), a4 >3600 ohms, current not provided, 10-,11+. The patient could only be tested at2.0v as that was all he could tolerate. The ins will be at eri in (B)(6) 2014 with replacement sometime in (B)(6) 2014. The patient¿s health care provider (hcp) was going to talk to the patient regarding the next steps. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 377745, lot# n0042607, implanted: (B)(6) 2005, product type: lead; product ID 377745, lot# n0042607, implanted: (B)(6) 2005, product type: lead. (B)(4).